Event description:
It was reported that two of the magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.

Manufacturer narrative:
The reported event was confirmed - manufacturing related. Visual evaluation noted 2 unopened magic3 intermittent catheters were received. Visual inspection noted that the water packets were not burst, and packets felt normal. No water or residue was found in the catheter packaging on return. Water packet volume was measured to be 2.4ml and 4ml. This does not meet specifications, which states that water packets should contain 4ml of water. The product failed to meet specifications. Although an exact root cause could not be established, a potential root cause is air in the lines. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two magic 3 hydrophilic intermittent catheters were bent and also had empty burst packs.